Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was 7.1 mmol/l and sensor glucose was 2.9 mmol/l. The customer reported that the act button was also temperamental and they had issues during boluses. The customer was advised that pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to no button response. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc and act. Device received with broken battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.